Manufacturer narrative:
Common name: mih system, endovascular graft, aortic aneurysm treatment. Product code: mih. (B)(4). This event has been previously reported by the manufacturer under 9680654-2020-00010.

Event description:
The physician has confirmed a type 3 endo-leak between the proximal and distal components.